Event description:
Patient had traxi placed to retract panniculus away from incisional area. Left in place after surgery. Removed at 11 1/2 hours. Blistering noted on patient's abdomen on edges of traxi where it was removed. Placed at 0906 for surgery, removed at 0826 the following day.